Event description:
It was reported that upon interrogation of the implantable defibrillator, non-sustained right ventricular oversensing episodes and loss of capture on the right ventricular lead were observed. The device was reprogrammed. No patient symptoms were reported.